Event description:
Patient reported experiencing inaccurate erratic results with a ss meter. The patient's blood glucose results were 74, 186 mg/dl. Tests were done within 10 minutes with a difference of 76%. Patient did not experience any adverse events. No further information has been reported.